Event description:
A volume discrepancy was reported. Expected residual volume was 4ml and the actual residual volume was 10ml. The pt had a return of symptoms and sometimes over medicated symptoms. Event logs were normal. A catheter dye study was scheduled to determine catheter patency and to rule out a possible catheter kink. The medication being delivered via the device system was not reported. Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4)